Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 429 mg/dl. The patient did not have symptoms of hyperglycemia. She treated via insulin pump therapy. Troubleshooting was declined. No products were returned for analysis.